Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) did not accept b-17 software. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
The device is not repaired. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it.